Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no information.

Event description:
Healthcare professional reported a right side rupture and "heavy leakage" discovered during surgery. Device has been explanted.

Manufacturer narrative:
Clarification e.1 (initial reporter): dr. (B)(6) is the explant physician. (B)(6) (as reported in initial mw) is the clinic receptionist. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, broken shell and black particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, wear abrasion and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "muscle animation".